Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had received hardware low level failures alarm. Customer's blood glucose value was unknown. The customer stated that they were able to clear alarm. Customer was able to complete pump rewind. Customer performed the self test and the self test was failed. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. Pump error 63 alarm confirmed in the device history due to broken trace on u1 keypad assembly.